Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported feeling weakness, headaches, and burning chest pain after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). It was determined that the device had treated a supra ventricular tachycardia (svt) arrhythmia as ventricular tachycardia (vt) and delivered inappropriate therapy. Reprogramming has been completed and the device remains inn use. No further patient complications have been reported as a result of this event.